Event description:
I was following the fascia blasting routine as recommended by (B)(6) after purchasing several of her fascia blasters. I experienced severe bruising, vertigo, very frequent menstrual bleeding, breast size increase, breast tenderness, multiple spider veins, skin detachment from muscles, after checking with her support group, I understood that this was "normal" and was necessary to release the fascia, which was causing my back pain.